Event description:
On the weekend of 10/2005, the pt was not feeling well and had been vomiting. Upon further questioning, the pt's mother stated that the pt had been flying the day before he started vomiting and "the plane flight combined with the excitement caused him to vomit." On the morning two days later, the pt's blood glucose was tested at 7:00 a.m. And the result was 41 mg/dl. The pt ate sugar, plain yogurt with more sugar, apple juice, and 2 slices of toast with butter. Soon after she gave him 9 units of humalog 25, which was not based on the pt's meter result. She reported that she had been decreasing his insulin because he had been running low in the morning. After taking insulin, she had the pt lie down because she was concerned he might vomit again. At 9:00 a.m. He began to experience "convulsion and fatigue". He was conscious at the time. His blood glucose was tested on his meter and the result was 39 mg/dl. The paramedics were called and the pt was taken to the hospital. While at the hospital, he continued to obtained low blood glucose results. He was given food throughout the day and discharged at 4:00 p.m. That same evening the pt performed precision testing. The first result, obtained at 9:26 p.m., was 326 mg/dl. The second result, obtained a 9:27 p.m., was 158 mg/dl, and the third result at 9:30 a.m., was 128 mg/dl. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strips and for cleaning puncture site were correct. A replacement meter has been sent.